Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon had ruptured while in place. It was possible that a nearby patient pulled it and tore it off, so they would like to investigate the possibility that this was the cross-sectional view.

Event description:
It was reported that foley catheter balloon had ruptured while in place. It was possible that a nearby patient pulled it and tore it off, so they would like to investigate the possibility that this was the cross-sectional view.

Manufacturer narrative:
The initial reporter's last name that was provided was (B)(6). The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Evaluation was observed the catheter was cut into two pieces. No abnormalities on catheter balloon. No damage or burst observed. The exact cause on how and when problem occurred could not be determined. A potential root cause for this failure could be user rough handling (eg: pulled out by user), use of sharp object, operator error, stripping error. A potential root cause for this failure mode could be operator error or machine malfunction (level sensor faulting) causing stripping difficulties. A potential root cause for this failure mode could be, due to inadequate design (french size dimensions) causing shaft breaks. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.